Manufacturer narrative:
(B)(4). Date sent: 01/10/2018. D4: batch # p93248. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2017. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event you provided of "during procedure, clip got blocked in the clamp. Clip could not close."? Did the device jam (meaning no clips were able to be fired from the device)? Or were the clips not able to be fed into the jaws? Or did the clips feed sideways into the jaws? If yes, did the device fire clips that would not close? Or did unformed clips drop or eject from the device jaws?

Manufacturer narrative:
(B)(4). Date sent: 7/29/2025 corrected data: g6: follow up number. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported the during a cholecystectomy, during the procedure the clip got blocked in the clamp. Clip could not close. Use of another device to complete the procedure. No patient consequences.